Event description:
Review of manufacturing records confirmed all tests passed for the device prior to distribution.

Event description:
An analysis was performed on the returned usb cable of the programming system and no anomalies associated with the serial cable performance were noted during testing. The serial cable performed according to functional specifications .

Manufacturer narrative:
.

Event description:
It was reported that nurse had trouble communicating with her equipment. It wsa reported that the wand 9v battery was replaced without solving the issue. No effect. The most likely cause of the problem is suspected to be the usb cable.